Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic choledocholithotomy procedure, at the first firing, the surgeon could not clip the cystic duct due to thickness, then decided to used stapler device and reloads. Surgeon approached the cystic duct and closed the jaws ,then started the firing, however it stopped on the halfway. They used the adapter tool, and completed the firing, however the staples were malformed. The surgeon checked the staple line of the removed cystic duct, and noted it caught gallstone. The procedure was completed with manual suturing. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.